Event description:
It was reported that the right ventricular (rv) lead was not capturing at maximum output and had low impedance. It was also reported that the atrial lead had high threshold and low impedance measurements. The rv lead was capped and not replaced; the atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: d284vrc, implantable cardioverter-defibrillator, (B)(6) 2009; 4068-45, implantable pacing lead, (B)(6) 1998; addrl1, implantable pulse generator, (B)(6) 2009. (B)(4).